Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report blank display on the insulin pump. Customer reported that the insulin pump was not working. The customer reported unknown high blood glucose levels at the time of call. Troubleshooting was not performed at the time of call. Product is not expected to return.